Event description:
It was reported that pae was being performed and when they opened the hydropearl 400 the beads looked off color and had a substance on the outside of the syringe. No reported injury to the patient.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted

Manufacturer narrative:
The residue found on the outside of the syringe is from tyvek lid, which normally happens after the sterilization process. This is not a foreign substance and does not affect the function of the product. The investigation found that the microspheres did appear to be more translucent, but once settled, the microspheres were observed to be dyed blue, which meets it's specification - blue. If the dye color is lighter, it does not impact its functionality. The outer diameter and chemical analytical test results were within specification. The device is 100% inspected for any imperfections as part of manufacturing and qc inspection. The investigation of the returned device did not find an anomaly with the product or its intended use.